Event description:
The distributor reported an incident as noted from customer call regarding item formed into a hard block. Complainant's mother told her of the situation during the night. It was stated by consumer's daughter and care provider that seal was not adhered on her mother's skin properly and seal became molded on her mother skin. The complainant stated that after a few days of wear the seal turned into a black, moldy block of cement and completely covered over and blocked the stoma which further started to leak underneath the wafer. The seal was in use for one day. She went on to describe that she had the concern that her mom was at risk of her stool backing up because the seal formed into this hard material and completely covered over the whole hole in the wafer. She also concerned about the stool that could have backed up in her mom's intestines and caused her to get septic given her immunocompromised status, but this did not actually happen. No harm to stoma was observed. To compensate for this issue, she stated that she was using extra paste. No photograph was received from the complainant at this time.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 9681410